Event description:
An ophthalmic surgeon reported that the hub "got off" from the metallic cannula during a procedure. The product was replaced in order to continue the procedure. There was no pt harm reported.

Manufacturer narrative:
Sample have been received but have not yet been evaluated. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the company's acceptance criteria. The root cause is unk at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).